Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the right/ins was turned back on. They wanted to see when it was off but the usage data on report showed no data available. The cause of the tablet showing no data found is unknown. The fellow interrogated multiple times and they inquired if a session did not end/save properly. No further actions were taken after calling technical services.

Manufacturer narrative:
The event date is unknown. Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient came to office visit today and the right implantable neurostimulator (ins) was off and shows no data found. They do not know if the patient had turned stimulation off before botox injection or if the healthcare provider (hcp) had turned stimulation off and forgot to turn it back on. The patient's left ins was on and they have been charging both inss. No patient symptoms were reported.